Event description:
Patient ordered to receive a double lumen PICC line for tpn. The IV team nurse was setting up the tray for insertion and pre-flushing the catheter was done prior to starting the procedure. The t-port that was attached to the PICC line was leaking from the stopper when flushed in the location of where the wire is inserted. The product was not used for insertion and was disposed of. A triple lumen PICC was inserted instead with different type of t-port attachment. No complications were observed. No harm to the patient.